Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 90% to 25% within one day. The customer¿s blood glucose level was 150 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.